Manufacturer narrative:
Results: the ruby coil pull wire and the pull tube of a ruby coil pusher assembly were kinked in multiple locations, and stuck inside the funnel of the ruby coil handle (handle). There was no visible damage to the handle. The kinked pull wire and the pull tube were removed from the handle. The handle was functionally tested for pull force and throw distance using the handle test fixture and was found to actuate within specification. Conclusions: evaluation of the returned device confirmed that a ruby coil pull tube was kinked and stuck inside the handle. If a handle is actuated multiple times on a single coil, the pull tube may become kinked, and stuck inside the handle. The pull tube was removed by the penumbra investigator, and the handle was tested to function within specification. Detachment handles are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle). During the procedure, the physician successfully detached and delivered a ruby coil in the aneurysm using the handle. While using the handle to detach a new ruby coil, the physician pulled the mechanism back and attempted to detach the ruby coil, however the proximal end of the pusher wire became hooked in the handle and could not be removed. The ruby coil pusher assembly was successfully detached from the handle by kinking the pusher wire in the proximal part of the pusher assembly. The ruby coil was then successfully delivered into the aneurysm and the procedure continued using a new handle. There was no report of an adverse effect to the patient.